Event description:
The pt contacted lifescan alleging that their surestep enhanced meter was reading inaccuretely high. The pt obtained a 449 mg/dl and 441 mg/dl on the reported meter prior to eating dinner (time unknown). They took 10 units of insulin based on their sliding scale regimen. They were unable to recall which insulin they take; however, they explained that they only take insulin if their blood glucose levels are above 200 mg/dl. Several hours after dinner they reported feeling hazy, "out of it", and eventually becoming incoherent. They spouse decided to contact the police once they fell over on the floor. The police contacted the paramedics. Neither the pt nor the pt's spouse were able to recall the result obtained by the paramedics or if they were admitted for several day. They were treated for hypoglycemia. The mas discover that the pt was cleaning the meter and puncture site with alcohol. The customer care advocate confirmed that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The room temperature where the tesing was performed was within the acceptable range and the air in the room was normal. Control soulution was not available for quality control testing. The pt did not allege harm. The meter, test strips, and control solution were replaced.